Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain. On (B)(6) 2014, coronary angiography was performed and showed 95% diffuse stenosis in the mid posterior descending artery. A 2.5 x 28 mm xience xpedition stent was implanted and the patient was discharged to home on (B)(6) 2014. In (B)(6) 2018, the patient was re-hospitalized for chest pain. Acute myocardial infarction was diagnosed. The patient was discharged in (B)(6) 2018, in good condition. No additional information was provided.